Event description:
Patient was undergoing a carotid stent placement. The physician was removing a shuttle sheath from his left femoral artery and it tore apart leaving a portion of the sheath in the patients artery. FDA safety report ID# (B)(4).